Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump sometimes delivers and sometimes it doesn't. Customer stated that he had high blood sugars in the last 24 hours. Customer's blood glucose was over 500 mg/dl. Customer stated that he had high blood glucose symptoms of sweating and thirst. Customer treated with the pump overnight. Customer's blood glucose was over 150 mg/dl at 5:30 am. After going to the gym, the customer's blood glucose was in the 500's mg/dl. Customer was unable to remove or change the set at this time. Customer stated that he is 15 minutes from home where he has a set change and a back-up plan. Customer declined emergency services.